Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the suction irrigator was leaking at the handpiece part and would not stop running. The battery pack got really hot and upon inspection one of the batteries ended up splitting. Therefore, there was a thermal event.

Event description:
It was reported the suction irrigator was leaking at the handpiece part and would not stop running. The battery pack got really hot and upon inspection one of the batteries ended up splitting. Therefore there was a thermal event.

Manufacturer narrative:
It was confirmed that the device will not be returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: device becomes hot during use probable root cause: 1. Material/design error 2. Manufacturing/assembly error 3. User error the reported failure mode will be monitored for future reoccurrence.